Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after the sensor had been inserted in the arm. According to the patient¿s spouse, on (B)(6) 2025 the patient was sitting on the porch at his home, and suddenly he passed out. The patient's wife called the paramedics, and when the paramedics arrived, they took a bg reading which was 283 mg/dl, and the cgm reading was 183 mg/dl. Before losing consciousness, the patient was doing okay. The patient was taken to the hospital and treated there with fast-acting insulin before each meal and slow-acting insulin before bedtime (diabetes management). The patient was discharged on (B)(6) 2025, and the bg reading was 180 mg/dl. At the time of the report the patient is doing fine. There was no documentation about why the patient was hospitalized for 3 days if he just experienced mild hyperglycemia. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid when paramedic checked the patient. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction. B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025.